Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxspree, serial number/date code (B)(4) is approximately 6 months old. The user manual part number 1149267 (B)(4) was issued with this device. (B)(4). It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4) issued mfg report #1525712-2011-00963. No serious injury alleged. Dealer alleges that the consumer complained that the product is only getting 4 hours on a charge. The dealer replaced the batteries, but the issue is alleged to have continued. Then the dealer alleged that after an hour of charging the battery became hot. The product was returned for a regulatory affairs inspection. Functional testing: ohms readings were taken on the left motor's windings. The specification is .5-5 ohms. The reading was 9.4 ohms. The left motor was connected to a known good joystick cable, joystick, controller, motor, and batteries. Temperature readings were recorded before and after charging an hour in three different locations. Before: 75 degrees, after: 160 degrees. Complaint was duplicated. (B)(4) has been initiated for this issue. Model tdxspree, serial number/date code (B)(4) is approximately 6 months old. The user manual part number 1149267 rev f (may-11) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
The motors are allegedly too hot to touch. Consumer alleges only gets 3 to 4 hours on a charge. The chair had allegedly stopped leaving her stranded in a parking lot. Dealer allegedly replaced battery, but same issue happens. Motors are to be replaced. No injury is alleged.

Event description:
The motors are allegedly too hot to touch. Consumer alleges only gets 3 to 4 hours on a charge. The chair had allegedly stopped leaving her stranded in a parking lot. Dealer allegedly replaced battery, but same issue happens. Motors are to be replaced. No injury is alleged.